Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-sensed t-wave oversensing was observed on stored egm. Patient will be called back to clinic for device reprogramming. Patient's condition was fine.